Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from perforation and tilting of the filter and the resultant symptoms. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from perforation and tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from perforation and tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the patient was reported to have developed lower extremity deep venous thrombosis (dvt) as well as pulmonary embolism (pe), which occurred during a long hospitalization where the patient had complications from crohn¿s disease including sepsis. The patient was initially implanted with a cordis optease inferior vena cava filter. About six weeks after implantation, the patient had recovered from these illnesses and a follow up ultrasound demonstrated resolution of the dvt. The filter was successfully removed through a sheath with no reported complications. A venogram at the time of removal of the filter did not show any evidence of thrombus within the inferior vena cava or filter. The following day, the patient developed right chest pain as well as shortness of breath and tachycardia. A computerized tomography (CT) scan demonstrated a right pulmonary embolism with atelectasis and a clear and unremarkable inferior vena cava without evidence of clot, and a history notable for crohn's disease and chronic anemia. Heparin and coumadin were restarted. The patient then underwent placement of a permanent inferior vena cava filter (cordis trapease). The right neck was sterilely prepped and draped and the internal jugular vein was accessed under ultrasound guidance. A venogram was performed, demonstrating some mild irregularity of the inferior vena cava at the site of the recent inferior vena cava removal, but no significant thrombus, no stenosis or venous anomaly was identified. The trapease filter was deployed at the level of the renal vein inflow. No apparent complications were reported. According to the information received in the patient profile form (ppf), the patient reports filter tilting and perforation of filter struts outside the ivc and became aware of these events approximately eleven years and seven months after the filter implantation. The patient further experienced chest pain with shortness of breath, abdominal pain and anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was dvt (deep vein thrombosis) with pe (pulmonary emboli) secondary to hospitalization for crohn¿s disease. A cordis optease filter was implanted and successfully removed 6 weeks later when full resolution of the dvt was noted. The following day, the patient had another pe, without evidence of thrombus in the ivc. A venocavogram located the renal veins and assessed the caliber of the ivc. The venogram was demonstrated some mild irregularity of the ivc at the previous optease site, but no significant thrombus, stenosis or venous anomaly was identified. A trapease filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter subsequently malfunctioned including, but not limited to perforation and tilting of the filter. Per the patient profile form (ppf), the patient reports filter tilting and perforation of filter struts outside the ivc and chest pain with shortness of breath, abdominal pain and anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.